Manufacturer narrative:
B3: the date provided is an approximation as the exact event date was not provided. The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Event description:
The consumer reported an unspecified number of false negative results with the binaxnow covid-19 antigen self-test performed on unknown date. Confirmation testing was performed at the doctor¿s office via an unknown method which generated a positive result. The consumer stated they were symptomatic. No additional patient information, including treatment and outcome, was provided.